Event description:
It was reported that prior to implant the implantable pulse generator (ipg) had an electrical reset. After clearing the reset, the battery was noted to be at end of service (eos). The device was noted to have been programmed to a high output. An alternative ipg was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there was no way to determine why the longevity did not match the predicted model. Further analysis confirmed the low battery voltage. When powered with an external supply, the device was fully functional with nominal current drain. No hybrid anomalies were found. The data gathered during the visual and dimensional inspection indicated that the battery was swollen, having a thickness above the upper specification limit. The swelling was most likely caused by an external short or other mishandling condition, since there is no evidence of an internal problem causing the swelling. No evidence of an internal mechanism for premature depletion was found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.